Manufacturer narrative:
The serial number of the customer's cobas 6000 c 501 (ul) (B)(6). The field service engineer (fse) inspected the module and determined that a misaligned sipper spring inside the sipper compartment had caused the event. He cleaned the electrode block, primed the electrodes, checked for leaks, cleaned the ion-selective electrode bath, and verified the rinse levels and the sipper nozzle spring's position. He verified the module's performance with successful calibrations. Qcs, precision checks, and patient comparison tests. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from a few patient samples tested on the cobas 6000 c 501 (ul) v. One example of discrepant results was provided: the initial na result from the module was 132 mmol/l. The repeat result from a cobas 8000 analyzer was 139 mmol/l. The doctor questioned the low results, prompting the rerun of the patient samples. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the customer's preanalytical handling data and noted that the patient sample was centrifuged for 5 minutes at 3500 rpm; according to the tube manufacturer¿s guidelines, the centrifugation time may be too short, and the speed may be too high. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.